Event description:
It was reported that during use the right ventricular (rv) lead exhibited increasing sensing integrity counter (sic), threshold incr ease, and decreased sensing. The rv lead was capped, replaced with a different lead, and remains in the patient. No patient complications have been reported as a result of this event.